Manufacturer narrative:
Concomitant medical product: dtma1qq crt-d, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead suture sleeve was loose, the ra lead was pulled back and dislodged. The ra lead was inactivated and replaced. No patient complications have been reported as a result of this event.